Event description:
Device: stryker pain pump 2 blockaid. Error: e4 pump failure. During patient use, blockaid stopped infusing local anesthetic and the patient suffered uncontrolled pain. The patient required a replacement pump and a new supply of ropivacaine. Therapy was not discontinued.